Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent

Event description:
It was reported that the patient underwent a multilevel intervertebral disc surgery on (B)(6) 2020 and the barbed suture was used. During suturing on the fascia, it was found that there were partially no anchors on one side of the suture. The affected length with no anchors was about 8 cm in the position of 20 cm from the swage part. There were no adverse consequences to the patient reported.